Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving the caller pump reset information and helping with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code reappears. The caller acknowledged and understood the guidance provided.